Event description:
Terumo medical received the following information: it was reported that the physician went to pull back and deploy the angio-seal and the string would not release. The green tamper tube would not come out of the sheath. After he cut the string, pressure was held. There was no patient harm and the patient was stable. There was no blood loss. The type of procedure performed prior to the use of the angio-seal was a neuro angio.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6b: explanted date: device was not explanted e3: occupation: inventory coordinator.the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.